Manufacturer narrative:
Qn#(B)(4). The report that the guide wire bent during use was confirmed through examination of the returned sample. The customer returned one opened cvc kit, including one guide wire assembly, arrow raulerson syringe (ars), and catheter, for evaluation. Definite signs of use were observed on the returned components. Visual analysis revealed that the guide wire contained one bend. The distal j-bend was misshapen but intact. Microscopic examination confirmed the damage and revealed that the welds were present and spherical. The bend in the guide wire measured 485mm via calibrated ruler from the proximal end. The overall length of the guide wire measured 601mm via calibrated ruler which was within the specification limits of 596mm - 604mm the guide wire product drawing. The outer diameter (od) of the guide wire measured 0.801mm via calibrated micrometer which was within the specification limits of 0.788mm - 0.826mm the guide wire product drawing. Functional testing of the guide wire was performed per the instructions for use (IFU) provided with this kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars / lab inventory 18ga subassembly as well as the returned catheter. Little to no resistance was experienced. A manual tug test confirmed that both welds are secure and intact. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." A device history record review was performed, and no relevant findings were identified. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the swg was found kinked during used on the patient". No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Section d.4. - unique identifier (UDI) # corrected to (B)(4).

Event description:
It was reported that "the swg was found kinked during used on the patient". No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the swg was found kinked during used on the patient". No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.